Event description:
Patient initiated on chemotherapy 506 mls of 5fu IV with cadd prizm pump serial number (B)(4) on (B)(6) 2014 at 13:49. Pump reservoir volume is 0 on (B)(6) 2014 at 11:50. Pump was running at 11 mls per hr. Pump adn cadd diplomat shows that infusion was complete. Bag is almost completely full. Pharmacy measured bag and found that approximately 23.2 mls infused. There are no alarms noted on cadd diplomat recording or pump event log. Pt deferred to have chemo run due to going out of town so pt will miss this complete dose of chemo with the exception of 23.2 mls.